Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient called for the nurse 10 minutes after infusion had started. It was noted that the patient's duvet was wet and fluid was seen under the bandage. The nurse removed the bandage and examined the extension set which was intact. The nurse flushed the catheter and noted a hole in the powerglide pro. It was reported there was a small irritation on the patient's skin by the exit site after removal. The catheter was placed correctly and no other issues were reported.